Event description:
Post-op a laparoscopic gastric band procedure; the patient went in for a second fill. Under x-ray the tubing was found tube disconnected from the port. The patient is currently okay.

Manufacturer narrative:
Date sent: 6/23/2009. Information is unavailable; device was not returned for evaluation.